Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova field service representative dispatched to the customer's facility was able to confirm the issue and found patient pump 2 blocked and visibly worn. To solve the issue the defective pump and the distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported errors is a bearing damage due to environmental condition in which the pump worked. Water infiltration and high level of humidity can led to corrosion formation inside the balls of the bearing preventing the pump shaft from rotating. This may result in a high power consumption by the pump and consequently in a damage of distribution boards safety resistors.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no patient involvement.